Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he received a low reservoir alert and when he changed the battery, infusion set and reservoir, the insulin pump had a constant tone. Blood glucose value is unknown. The customer was advised to remove the battery for five minutes and inserted the battery but the constant tone did not disappear. Customer was advised to remove the battery for 2 hours and call back if issue persists after changing the battery.